Event description:
A platinum contact has been left inside a pt. It has been reported that the user has used this single use subdural electrode many times, therefore the electrode's bonding was loosened gradually. When the doctor pinched the subdural electrode's cover by forceps and pulled, the contact became dislodged, and remained in the pt's body. The doctor noticed this after the operation and tried to remove the contact, but when he searched for the contact by x-ray, the contact had moved. The doctor would have had to open in another area to remove the contact and because there was the possibility of the contact moving again, he thought he was going to have to explain this to the pt and his family, so the doctor decided not to remove the contact.

Manufacturer narrative:
Ad-tech's subdural electrodes are single use only. They are labeled and marketed as single use only. And the end user reused this electrode many times. Ad-tech was attempted to collect the lot number data from this electrode but it has been reported to us by the distributor that the end user disposed of the packaging. The distributor reported an estimated lot number from their record of sales as "s018270003". If this is the actual lot number the device manufacture date was 07/27/2010 and the expiration date is 07/2012. A quantity of one (1) was made for this lot number.